Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported: ¿this rn primed ivf with chemo tubing from med room stock. Magnesium sulfate and ns with kcl running and patient noticed leaking from the tubing. The leak was occurring at the connection site of the tubing to the green piece. This rn removed the tubing and proceeded with the rest of the infusion. This rn then hung cisplatin on a secondary line with chemo tubing from the med room stock. At the end of the cisplatin infusion this rn noted a small amount of leakage onto the patient's jacket at the same connection site. This rn removed the tubing and notified management and pharmacy.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.